Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument's tip broke off. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have one of the grips completely broken at the grip base. A piece approximately .5545" x .2005" was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the middle part. No material was found missing. Components adjacent to this broken main tube do not show damage. The instrument was found to have one of the housing snaps broken. The broken piece was returned, measuring roughly 0.3120¿ x 0.0875¿ in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent the broken snaps do show damage. The lower chassis is broken. The instrument was found to have a broken lower chassis near the input #6 disk. The broken piece was not returned measuring roughly 0.5255¿ x 0.2990¿ in size. Components adjacent to this broken chassis do show damage. The housing snap is broken.

Event description:
Refer to h11 for follow-up information.